Event description:
Related manufacturing reference: 3008452825-2023-00079. This report is to advise of an event observed during analysis which revealed a fracture.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Log file analysis indicated optical fibers 1-3 intermittently did not meet specifications for optical properties and intermittent contact force was displayed following reinsertion of the catheter into the patient. During testing of the returned device, optical fiber 1 no longer met specifications for optical properties. Further investigation revealed a gouge in the shaft material between electrodes 1 and 2, consistent with fluid ingress and a loss of force data during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the gouge in the shaft material remains unknown.